Event description:
It was reported that the atrial lead exhibited poor capture and sensing. A chest x-ray confirmed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.